Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set's insulin flow block alarm event on (B)(6) 2025. Event took place within 3 hours of insertion. Site of insertion was abdomen. Patient blood glucose levels were reported as high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.